Event description:
It was reported that the patient¿s lower cheek, thigh bone and tailbone were killing her. The caller felt this mostly at night and reduced stimulation during the night. It was also reported that the patient had a sudden loss of therapeutic effect. There were no known accidents or incidents related to the event. The patient felt the implantable neurostimulator (ins) therapy was no longer helping her and asked if the leads could have moved. The patient had an overstimulation sensation which had happened three times. It was noted that when the patient was at 3.5v and tried to increase stimulation, the screen would still show 3.5 without changing but the patient would felt like stimulation bypassed everything and went to the maximum. The patient would be sore for a day or two following this situation. It was further reported that the patient had a urinary tract infection and was/would be on antibiotics for five months for her infection. The patient had an appointment the month after the report. It was also noted that the patient also had a pre-existing hip replacement eight months prior to the report. No outcome was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0h8c3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from a manufacturer representative (rep) reported that the patient is going to have lead revision surgery. The implantable neurostimulator (ins) was checked which showed capacity was "ok" and longevity as "109.5 months for new neurostimulator." It was stated that since lead replacement surgery in (B)(6) 2015 the system has not worked for the patient, and that the patient turned stimulation off several months ago. An x-ray was done which showed the lead was in a sub-optimal position. Impedances were checked at some point and it was shown that there were some impedances greater than 4,000ohms. A different rep programmed around the issues on (B)(6) 2015 but there was no improvement, so the physician decided to revise it. Notes from the rep who performed the programming indicated that the patient also had pain with stimulation running down into their hip and into the leg on both sides. Indication for implant is urinary dysfunction/sacral nerve stimulation.